Manufacturer narrative:
The report of ¿unable to pair with¿ with ipg was confirmed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to a stuck processor, that was a result of the lead revision surgery. Event details stated device was put into surgery mode and that a plasma blade cautery device was being utilized during the procedure.

Event description:
Manufacturer reference number: 3006705815-2023-06065. It was reported that during procedure of lead replacement due to lead migration, patient's ipg stopped communicating with external devices. As a result, surgical intervention was taken place on 04 october where the ipg was replaced to address the issue.

Manufacturer narrative:
The date of event is estimated.